Manufacturer narrative:
Additional information was received on 26-mar-2025. It was reported that the patient fully recovered and required extended hospitalization for observation. As such, h 6. Health effect - impact code has been updated with code of hospitalization or prolonged hospitalization (f08). There was no evidence of steam pop. Transseptal puncture was performed with rf needle. Smartablate generator/pump were used. The concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced pericardial effusion that required drainage. After the procedure, during the induction phase following pulmonary vein isolation (pvi), blood pressure decrease was observed, and effusion was confirmed upon checking the endocardium with soundstar. Drainage was performed. The physician's opinion on the cause of the adverse event is procedure and patient condition. The patient¿s body moved considerably and frequently, leading to unstable positional information. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device number lot 31499298l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).